Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during thr, while impacting the cup the tip of the offset impactor tip broke. Later, it was replaced and the second r3 offset impactor tip also broke. Tips broke while inside the patient. The pieces were retrieve with tweezers. A smith and nephew back up device was available. No injury to patient or delay reported.

Manufacturer narrative:
H10 h6: the device was not returned for evaluation but the picture was reviewed, and revealed that the device was fractured. The clinical/medical investigation concluded that, this case reports, two impactor tips broke during impacting. The provided undated and unlabeled photo was reviewed and appears to show two black impactor devices broken into multiple pieces. As of the date of this medical investigation, the requested clinical documentation (including the surgical technique) has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported is not anticipated as the ¿pieces were retrieved with tweezers,¿ and the surgery was completed with a backup device with ¿no injury to patient or delay reported.¿ therefore, no further clinical/medical assessment is warranted. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. As the device broke and can no longer fit it's purpose and a backup device was needed, the contribution of the device could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.